Event description:
It was reported that the hcp charged the new neurostimulator (ins) in box until it was 100% full. The next day the pt was implanted with the new ins. Following post-operative ins programming. Telemetry read 50% battery using both the pt programmer and the 8840. The devices were again read and it was noted that there was a discrepancy between the readings from the 8840 programmer (100%) and the pt programmer (50%). Five days later, it was reported that the pt's ins was discharged, but she had never turned it on. No pt symptoms were reported, but it was reported that there was no injury. The pt's ins was replaced. Following the replacement it was reported that the new ins was a completely functional system delivering good stimulation in all of her area of pain.

Manufacturer narrative:
The device has been returned to the MFR for analysis which is not complete as of the date of this report. A follow-up report will be sent when the analysis is complete.